Event description:
It was reported that cgm displayed malfunction error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, cgm error did not recur after reset, and customer was instructed to wait 20 minutes before starting sensor session, which customer understood and acknowledged.